Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality >=1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per report, the device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the sever regurgitation post valve implant is unknown as information was requested but not forth coming. However, patient factors (valve placed in pre-existing conduit) and/or procedure factors (e.g. Malposition, wrong valve sizing, poor pre-op screening) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through edwards patient registry department, the first 29 mm sapien 3 valve was implanted in the tricuspid inside an existing conduit and there was severe regurgitation. A second conduit was placed inside the first sapien 3 valve. A second 29 mm sapien 3 valve was inside the second conduit. The patient was reported as fine. It should be noted an edwards representative was not requested or present at the case.